Manufacturer narrative:
.

Event description:
Procedure type: laparoscopy. According to the reporter: the surgeon opened the device to help in use of endo hand instrument. The first instrument he inserted through the trocar was 3mm endo forceps with needle. After 15 minutes operation, he took it out through the trocar but at the same time he found that a small piece of plastic was fallen off inside the patient. He picked it out and observed that it was part of the reducer. Then he changed another new device to continue the procedure. After inserting the 3mm endo hook for 5 min, another small piece of plastic had fallen off. It was found to be part of reducer again after it was out. A new instrument was used to complete the procedure. No patient injury was reported.